Event description:
A customer called regarding discrepant result on a hemocue glucose 201 analyzer compared to a blood gas instrument. The results was obtained on sample from a baby born in pregnancy week (B)(4). The blood gas instrument shows 13.2 mmol/l and hemocue hhh (out of range). Note: no treatment was initiated based on results from the hemocue system. No incident has occurred. However, the event could potentially be a reportable event depending on the possible outcome if a similar event was to recur and clinical decisions was taken based on a too high faulty result in the range of reported above. This event is to be further investigated.

Manufacturer narrative:
Based on the initial data received from the hospital and the limited investigation preformed up to this initial report, there are, at the moment, no identified causes to the discrepancy between the hemocue result and the result from the blood gas instrument.